Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two extensions from the same lot. Device 2 of 2: reference MFR report #: 1627487-2017-01801. It was reported the patient experienced overstimulation at the ipg pocket site. As a result, the patient's ipg was explanted and replaced on (B)(6) 2017. Intraoperative testing revealed high impedances on multiple contacts, however, the lead and extensions were not revised. The patient was programmed in recovery and the overstimulation issue is resolved.